Manufacturer narrative:
No photographs, video, or imagery were provided for review. The delivery system was returned to edwards lifesciences for evaluation. During visual analysis of the returned delivery system it was observed the inflation balloon burst radially and longitudinally. There was no missing balloon material. Two (2) of the distal wings were flared out. Sheath shaft delamination was observed. During dimensional inspection, the single wall thickness of the inflation balloon near the observed burst was measured and were found to meet specification. During functional testing the delivery system was unable to be removed through the sheath due to the returned condition of the balloon (burst). The complaints for ¿balloon ¿ burst¿, ¿delivery system ¿ withdraw difficulty ¿ through sheath and ¿balloon ¿ separated¿ were confirmed based on visual inspection of the returned device. However, no manufacturing non-conformities were found in the returned sample. A review of dimensional and visual inspection revealed no indication of a non-conformance. Per the report, the commander balloon burst at the end of inflation. It was not possible to retract the device back into the esheath as the balloon had an umbrella shape. The patient had moderate calcification present in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Once ruptured, the balloon would likely have an altered/increased profile which likely encountered resistance while withdrawing into the sheath. It is possible that the delivery system was pulled back into the sheath during withdrawal and allowing the delivery system to interact with the sheath causing distal wings flared out. To counter the resistance, additional force would likely be applied, which can cause the balloon to separate. Available information suggests that patient factors (calcification) and procedural factors (withdraw of burst balloon/excessive device manipulation) likely contributed to the complaint event. Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the complaints were confirmed based on visual inspection of the returned device. However, no manufacturing non-conformities were found in the returned sample. A review of dimensional and visual inspection revealed no indication of a non-conformance. Available information suggests that patient factors (calcification) and procedural factors (withdraw of burst balloon/excessive device manipulation) likely contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Code added to f10. Additional information was received. Per pre-decontamination evaluation, pieces were missing from the balloon. Per the hospital, no device or part of device was left in the patient. The investigation is ongoing. This is two of two manufacturer reports being submitted for this case. This case represents the delivery system used during the procedure. Please reference related manufacturer report number 2015691-2020-14692.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in france, during deployment of a 26mm sapien 3 valve in the aortic position, the commander delivery system balloon burst at the end of inflation. The delivery system could not be withdrawn back into the esheath as the balloon had an ¿umbrella shape¿. The delivery system was surgically removed from the femoral artery. The patient had a moderate degree of calcium at the native annulus. There was no extra volume added to the balloon prior to the inflation. Bav was performed.